Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0j8g0, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4) .

Event description:
It was later reported that patient was getting 50% or greater symptom reduction. The cause of the event was not determined and was reported as not related to device. There was no programming needed. It was working well presently and patient had half amount of symptoms. There was no troubleshooting performed. The patient experienced no loss of therapy or no loss of stimulation. The patient was happy.

Event description:
It was reported that prior to device implant the patient used to have urgency and there were times he would get up five times in an hour and all he would do is squirt. The patient really wanted to cut down on urinary symptoms. The patient had tried a lot of medications to help with his bladder issues, but it never worked and made him urinate more. When the patient got home from the implant procedure, the device was working. He felt pain in the head of his penis, but didn¿t pay attention to the pain because he had been self-catheterizing. The patient was advised by his healthcare professional to let the anesthesia wear off before making a change. During the night prior to the report, the patient changed his diaper and pads 6 to 7 times, which was more than usual. He usually changed his diapers and pads about 3 to 4 times a night. The device was not working like it should. When the patient¿s son turned stimulation up the morning of the report, it jarred him and was uncomfortable. He decreased the stimulation and it resolved the discomfort. The patient increased stimulation from 0.4 to 0.6 and now he could feel it working. He felt the stimulation sensation in the head of his penis, but he didn¿t know if he had symptom relief or not yet as it hadn¿t been long enough to tell. The stimulation sensation was not painful or uncomfortable. The patient was feeling some soreness from surgery but it was going away. Two weeks later, the patient reported sleeping better since implant but he wasn¿t getting 50 percent or greater reduction of symptoms. He used to get up 6 to 8 times a night to go to the bathroom, and now he averaged 3 to 4 times. The device setting started on 0.4, he took it up to 1.0 but it was bothersome so he took it back down to 0.7. If stimulation was too high, it hurt the patient. It was difficult for the patient to reach the device because it was behind his back. He was scheduled to see his healthcare professional on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from patient reported that he had ¿ great difficulty¿ with therapy. He still had leakage ¿urine goes when it wants to¿. It was indicated that while he was on program 2 (for past 6-7 weeks), he went to bathroom every two hours, up to 3 times per night. He was now on program 4 at 1.1v and still going to the bathroom every hour. Patient stated it was very difficult for him to use the programmer or made any changes. He was unable to connect on the day of this call as his son usually made changes for him. He was not feeling stimulation. The change in symptom was considered sudden.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported a loss of therapy and the therapy never worked. The patient tried different programs and settings. The stimulation was uncomfortable above 0.2 on program 3. He also had a loss of bladder. There was a gradual change in therapy/ symptoms.

Event description:
Additional information received indicated that patient had been having leakage since implant. The patient mentioned that since implant he had been able to sleep better and did not get up as much. The patient was unable to do troubleshooting because he has arthritic hands.

Event description:
It was later reported that patient had a very bad leakage changed program from .2 to 1.1. The patient indicated that he was told it would not stop leaking but was leaking 90% of time. The patient noted it helped in a sense because it was 6-7 and now 3-4. It was reported that the night prior to this call patient was up 6 times changing either pad or diaper because was soaked. The patient was having problems at night/day. The patient has foley and could sleep with that. The patient stated this never had worked.